Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.00/+4.5/084 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2023 but the problem was not resolved. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.